Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an intermittent issue with the patient's onetouch ping meter displaying the apply sample message. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 20-30x daily and manages his diabetes with novolog insulin. The reporter denied the patient made changes to his usual diabetes management routine. The alleged issue began about 1 ½ months prior to contacting lfs. The reporter confirmed the patient continued to test his blood glucose with the subject meter. On the afternoon of (B)(6) 2012, the reporter confirmed the patient obtained a blood glucose result with the subject meter that was within his usual and/ or expected range, but could not specify the result. For reasons unclear, the reporter assumed the insulin pump bolus was canceled and administered the patient an additional dose of 1 ½ units insulin. After the additional dose of insulin, the reporter claims the patient felt low blood glucose symptoms of sweating and sleepy. The patient was given dex4 fast acting glucose drink as treatment. The patient felt better shortly after. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca was not able to walk the reporter through a retest to resolve the alleged issue. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient continued to test his blood glucose with the subject meter and obtained results that were within his expected/ usual range. Although the patient developed symptoms suggestive of a serious injury, the reporter confirmed she administered the patient an additional bolus without realizing it was already delivered by the insulin pump. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.